Event description:
It was reported that the right ventricular lead had high impedance one week post device change-out and that the lead's patient alert was triggered. It was also reported that a loose setscrew or connection issue may have caused the high impedance. The lead was explanted and then reinserted into the device head. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.